Event description:
A 56 y/o male was undergoing cystoscopy bilateral retrograde pyelogram with radiographic interpretation. Transurethral resection bladder tumor on (B)(6) 2023 while using the resectoscope, a piece at the top of the scope broke off. The piece was seen in the bladder and retrieved with a stent grasp.